Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(4)) displayed multiple tcmid:02 (ce danfoss error) error messages were confirmed based on the event log review and during functional testing. The root cause was determined to be a defective pic-16 pc board due to wear and tear. The thermogard console is a reusable device and was manufactured in july 2014 and is more than 6 years old, well beyond its expected serviceable life of 5 years. During the visual inspection, there was no physical damage observed on the thermogard console. Initial functional testing the console failed due to error message tcmid:02. To remedy tcmid:02 error, the defective pic-16 pc board needs to be replaced. The event log was reviewed and confirmed the occurrence of the tcmid:02 error messages on the customer reported event date. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console serial number (B)(4).

Event description:
Two days after the intravascular temperature management (ivtm) therapy started, the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error) message. However, this error was cleared by the user after the console restart. The console displayed the tcmid:02 error message one more time and error was cleared by the user by restarting the console. Following the third tcmid:02 error message the patient therapy was continued with another thermogard console. No consequences or impact to patient.

Manufacturer narrative:
The customer reported complaint of the thermogard console (sn: (B)(6) displayed multiple tcmid: 02 (ce danfoss error) error messages were confirmed based on the event log review and during functional testing. The root cause was determined to be a defective danfoss module, I/o pc board and pic-16 pc board due to wear and tear. The thermogard console is a reusable device and was manufactured in july 2014 and is more than 6 years old, well beyond its expected serviceable life of 5 years. During the initial functional testing, the console failed due to the error message tcmid: 02. To remedy the tcmid: 02 error, the defective danfoss module, I/o pc board, and pic-16 pc board were replaced. Following service, the thermogard xp ivtm system passed the final testing without any error. Note: supplemental report created to add additional parts replaced during the service of the device.